Manufacturer narrative:
A zoll service representative communicated with the hospital's biomed to clean the air trap. The biomed cleaned the air traip and the console is functioning as intended. Therefore, no further action required by zoll.

Event description:
During device check, the thermogard ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) during power-on-self-test (post). Another thermogard console was used to treat patient with ivtm therapy. No patient involvement.